Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac*t diff 2 analyzer generated two erroneous patient results. Customer reported that all levels of quality control (qc) were run prior to the incident and recovered within specifications. Customer reported that they ran the two patient samples in the closed vial mode and obtained white blood cell (wbc) count of 17 and 21, respectively. Customer reported that the blood had been drawn for the first sample 2 hours prior to running and 17 hours for the second sample. Customer reported that both blood samples were drawn using a vacutainer and stored at room temperature in a rocker bed. Customer reported that they performed a manual differential on both samples after obtaining the erroneous results. Customer reported that the manual differential results did not agree with the results generated by the instrument. Customer reported that they then reran the samples in the instrument and obtained significantly lower wbc results. Customer reported that they also ran the high level of qc, which recovered within specifications. Customer reported that erroneous patient results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found no issues with the wbc count. The fse validated the instrument.